Event description:
It was reported that ventilation in auto ventilation mode was not working correctly on the anesthesia workstation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia machine on site. During the visual inspection, it was discovered that the breathing tube was mounted in reverse. A picture was provided of the tubing used during ventilation, and according to the visual analysis, the tubing in the picture is not validated for the anesthesia machine. The characteristics of equipment belonging to another supplier have not been tested by our company. It is important to contact the supplier of anesthetic tubing to further discuss the importance of connecting the tubing correctly and what happens to the gas flow if it is connected incorrectly. The most probably cause of the reported problem was due to the non company tubing. Based on that, the root cause to the issue has been concluded as usability issue. The evaluation of the provided logs shows no indication of a technical malfunction in the system and the logs also shows a successful system checkout prior to and during the time of the event.

Event description:
Manufacturer's ref # (B)(4).